Event description:
It was reported that dissection, perforation, and bleeding occurred, requiring additional intervention. The procedure was aborted. An enroute transcarotid neuroprotection system was selected for use. The patient was placed under general anesthesia. The physician opted to stop short with the 0.035" j-wire. The arterial sheath was inserted over this wire, although some difficulty was encountered during insertion. Fluoroscopy was used to visualize sheath placement, and upon noticing wire retraction, the physician advanced the wire and successfully placed the sheath. Once in place, the bleed-back through the sheath was noted to be slower. The sheath was then sutured in place and connected to the flow controller. Despite a systolic pressure of 160 mmhg, blood flow remained slow. An angiogram revealed a dissection in the right common carotid artery. The decision was made to abort the procedure; however, additional bleeding was observed post-closure. Heparin had been administered prior to micro-access and was not reversed upon sheath removal. A posterior wall perforation was noted, and sutures were used to control the bleeding. It was noted that the dissection and perforation were manifestations of the same vascular injury. The patient remained neurologically intact.